Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
A follow up letter was sent to the customer regarding the previous call in which he indicated having unexplained high blood glucose of 567mg/dl and found that the customer was hospitalized and did seek medical assistance. Attempted to contact the customer several times with no results. No further information was provided.